Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices. The date of aneurysm enlargement (B)(6) 2017 will be used as an event date.

Event description:
On (B)(6) 2016, a patient was undergoing treatment of an abdominal and left common iliac artery aneurysms measuring 79.2mm ¿abdominal, 25.7mm- left iliac with gore® excluder® aaa endoprostheses. Reportedly, during the initial procedure the left internal iliac artery was embolized. The patient tolerated the procedure. The follow up cta on (B)(6) 2016 showed that the maximum diameter of the aortic aneurysm/lesion was 75mm. The follow up images from (B)(6) 2017 to (B)(6) 2018 revealed that the aneurysm enlarged in diameter from 78mm to 94mm. On (B)(6) 2018, a type ii endoleak was identified. On (B)(6) 2018, a patient underwent a coil and glue embolization procedure to treat a type ii endoleak.